Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the complaint of the reported error message was verified. The reason could not be determined.

Event description:
It was reported that prior to implant, the device was interrogated. A message appeared stating that the diagnostic data should be cleared because it is invalid. The device was not implanted.